Event description:
Event description boston scientific received information that this pacemaker had been in and out of mode switching and the device magnet rate is 90. A boston scientific technical services (ts) consultant performed a longevity calculation based on the programmed parameters and the estimated longevity of the pacemaker was approximately 7 years. 4 months ago, the gas gauge was at beginning of life and the estimated longevity was >5 years. Ts suggested that the patient be further evaluated. During the evaluation, the magnet rate was 100, but the estimated remaining longevity per the programmer was at 2 years. The gas gauge is at 10 o'clock. There was one change to output from 2.5v to 2.8v. Ts recommended a one month follow up and re-evaluate at that time. It was later reported that the gas gauge is at 10 o'clock, however there was concern over the previous fluctuation of the gas gauge. Information was later received from a competitor that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This pacemaker remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if any additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.